Event description:
Surgery date: 2004. After the surgery was complete, it was reported that a pin was missing from the instrument. X-rays of the pt were taken to insure the pin was not in the body cavity. Later, it was reported that a CT scan revealed that the pin remains in the body. Not reported to have been explanted.